Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye in spain. A surgeon from ireland reportedly stated, "recently explanted an icl which had been implanted in madrid 10 years ago presenting with minimal vault and cataract."

Manufacturer narrative:
H6- health effect- clinical code: "1766" should be added. Claim# (B)(4).